Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a 14f amulet delivery sheath was selected for a procedure to treat the left atrial appendage (laa). During the procedure it was noted that the dilator on the non-abbott guidewire split while advancing the delivery sheath through the patient anatomy. Some resistance was noted while advancing. The delivery sheath was removed from the patient and replaced with a new 14f amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It was reported during the procedure the dilator split while advancing onto the non-abbott guidewire. Also reported that there was some resistance noted while advancing through the patient anatomy. A returned device assessment could not be performed as the device was not returned for analysis. One image from field appeared to show that the tip of dilator was torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the investigation findings, the issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.